Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the bag was torn and fell into the pt's cavity. The bag could be retrieved. Another device was used to complete the case.